Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to an episode of syncope. Review of stored device memory noted one previous low r-wave measurement, however, noted no stored episodes or anomalies that correlated with the syncope. Available information indicates that the device remains implanted and in service. No additional adverse patient effects were reported.